Manufacturer narrative:
Through follow-up communication livanova learned that the device is placed inside the operating theatre during use with the fan directed away from the patient at an estimated distance of two meters from the surgery field. Livanova attempted to request additional information and it was not made available thus the current cleaning practise in place at the hospital and the serial number of device used during surgery remain unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: livanova became aware that the patient passed away on (B)(6) 2021. B.1, b.2, h.1, h.6 sections have been updated according to additional information received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a mw5095558 report about a patient with blood cultures drawn and sent for m.chimaera at another unknown facility. The patient undergone a cardiac surgery on 2018 at (B)(6). The heater-cooler 3t of the hospital was then tested and found positive to acid fast bacilli this year. The swabbs are being for further differentiation and to rule out m.chimaera. The serial number of the heater-cooler unit used for the 2018 surgery is unknown.

Event description:
See initial report.

Manufacturer narrative:
H:10: livanova learned the model and serial numbers of the involved device, as well as the device manufacturing date. Information has been updated accordingly in the dedicated d.4 and h.4 sections. In addition, livanova learned that the patient underwent additional successful procedures (left heart catheterization, aortic balloon valvuloplasty and valvular leak closure) in (B)(6) 2019. In october 2019. The patient developed a variety of symptoms and was evaluated for various medical issues. He was then transferred to (B)(6) clinic in (B)(6) 2020 for further evaluation and reportedly mycobacterium chimaera was diagnosed at that time via blood cultures.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: -this event is a legal case; -corrected date of patient death: (B)(6) 2021; -type of surgery: two coronary artery bypass graft surgery (CABG) and aortic valve replacement. The patient developed asymptomatic valve leak; endovascular leak closure on (B)(6) 2019. Progressive illness over next year. Blood culture positive for mycobacterium chimaera on (B)(6) 2020. Legal lawsuit has been issued and no further information has been made available. Device history record (DHR) review of involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. The device possibly involved and in use at the hospital at the time of surgery (2018) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2019. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.